Event description:
The hub fell off the yellow dilator. Additional information received on 20april2015 determined reportability: the sheath was being used in a tplp preloaded fenestrated device case on a male patient with pre-existing condition of thoraco abdominal aneurysm. The sheath was placed through a surgical graft in the left subclavian. During removal, the hub fell off the dilator. The physician states that the surgical graft was very stiff and it had been difficult to place the sheath in the first place as everything was tight. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects or required any additional procedures due to this occurrence.

Manufacturer narrative:
Pt info: unknown as not provided by the reporter. Initial reporter: unknown as not provided by the reporter. (B)(4). Event evaluation: a review of complaint history, device history record, drawing, manufacturing instructions and quality control and a visual examination of the returned product was conducted during the investigation. The visual examination confirmed the hub separated from the dilator shaft. It was also noted that the amount of flare on the proximal end of the shaft was very small. Detection activities have been performed and it is possible that the connection between the hub and dilator shaft could have been affected during shipping and handling, storage, or product use. We will notify the appropriate internal personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment (qera); no further action is required at this time. Pt info: unknown as not provided by the reporter. Initial reporter: unknown as not provided by the reporter. (B)(4). Event evaluation: a review of complaint history, device history record, drawing, manufacturing instructions and quality control and a visual examination of the returned product was conducted during the investigation. The visual examination confirmed the hub separated from the dilator shaft. It was also noted that the amount of flare on the proximal end of the shaft was very small. Detection activities have been performed and it is possible that the connection between the hub and dilator shaft could have been affected during shipping and handling, storage, or product use. We will notify the appropriate internal personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment (qera); no further action is required at this time.

Event description:
The hub fell off the yellow dilator. Additional information received on 20 april 2015 determined reportability: the sheath was being used in a tplp preloaded fenestrated device case on a male patient with pre-existing condition of thoraco abdominal aneurysm. The sheath was placed through a surgical graft in the left subclavian. During removal, the hub fell off the dilator. The physician states that the surgical graft was very stiff and it had been difficult to place the sheath in the first place as everything was tight. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not experience any adverse effects or required any additional procedures due to this occurrence.

Manufacturer narrative:
Catalog #kcfw-12.0-35-45-rb-hfanl1-hc. The event is currently under investigation.